Manufacturer narrative:
The electrode lot number was r5751. The expiration date was not provided. The customer found a set screw was loose and tightened it. The field service engineer found the sipper nozzle thumb screw was not tightened allowing unwanted vertical movement of the sipper. He tightened the sipper thumb screw and ran weekly wash, calibration, and precision that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on a different cobas pro ise analytical unit. Sample (B)(6) initial sodium result was 152 mmol/l and the repeat result was 142 mmol/l. Sample (B)(6) initial sodium result was 147 mmol/l and the repeat result was 140 mmol/l. Only the questionable result for sample (B)(6) was reported outside of the laboratory. The repeat results were believed correct.